Manufacturer narrative:
Correction: sections concomitant medical products and device evaluated by MFR. The reported event could not be confirmed, since the device was not returned. Note that only some pictures were made available, whereas some damages of this device are visible. Based on the given information and the visible damages of the lag screw, the root cause was attributed to be user related. The failure was caused by inadequate assembly or simply too much mechanical force was applied during lag screw insertion (possibly the connecting bolt may have not been place tighten enough and subsequently the pins of the one step insertion wrench were not in position anymore). Nevertheless more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. Unfortunately we have only received some pictures of the damaged one-step insertion wrench. The connecting pins (pegs) of the lag screw were still intact at the time when these pictures were taken, the wrench was already damaged at the very front though. Note that damaged instruments should be changed prior use. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The 'teeth' at the base of the omega lag screw sheared off during insertion with the 'one piece lag screw inserter (- 704047), which was also damaged. This was identified during the procedure, and upon inspection post procedure, the issue was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The 'teeth' at the base of the omega lag screw sheared off during insertion with the 'one piece lag screw inserter (- 704047), which was also damaged. This was identified during the procedure, and upon inspection post procedure, the issue was identified.